Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be activated. Also, the device did not suction and irrigate. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
To clarify on the discontinuation of sq-240, the phase-out and subsequent changeover of sq-240 to harmony lighting systems began in 2002, with the final shipments in the first quarter of 2006. Minimal orders were placed between 2002 and 2006 for sq-240 due to the introduction of the new lighting technologies.

Event description:
The user facility reported a burning odor coming from the surgical light controller at the end of a patient procedure. The procedure was completed successfully and no injury was reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the surgical light and found a loose connection in the fuse holder of the controller causing the connection wire to arc. The technician replaced the fuse holder and connector in the wall controller, placing the light back into service. No further issues have been reported with this equipment. Steris is not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components are inspected twice annually as part of the service agreement. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections. As noted above, steris was not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components, including the tightness of wires and terminals are inspected twice annually as part of the service agreement. Steris was unable to locate any preventive maintenance records for worked performed by the user facility on this device. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use. The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers. This customer has started transitioning to alternative lighting technologies and steris most recently met with this user facility on (B)(6) 2010 to continue discussions on finalizing their transition from sq-240 to newer technologies.